Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that unspecified sensor issue occurred. The sensor was inserted into the abdomen on (B)(6) 2026. On (B)(6) 2026, the reporter contacted dexcom technical support to report that the patient¿s cgm sensor was not providing glucose readings. The onset of the issue was not specified. At the time of the call, the cgm device displayed an ¿enter your first blood glucose reading¿ prompt. The family did not have access to a glucometer to obtain a fingerstick blood glucose (bg) reading. The reporter stated that the patient was not feeling well and was experiencing headache, vomiting throughout the night, and possible dehydration. Between approximately 1:00 a.m. And 2:00 a.m., it was reported that the patient¿s blood sugar ¿dropped very low,¿ and the patient requested glucose. The reporter confirmed that they had no way to determine how low the patient¿s bg was, as the cgm continued prompting for a bg entry and no glucometer was available. During this time, the patient was reported to be dizzy, experiencing a headache, and having difficulty seeing. The reporter¿s spouse administered glucose tablets and a cola. The reporter then stated that they would call emergency medical services (ems) and ended the call with dexcom technical support. A follow-up call on (B)(6) 2026 was received from the patient¿s daughter-in-law for pairing assistance, during which she also provided a clinical update. The patient had been taken to the emergency room. It was not specified whether ems administered any treatment prior to arrival. Upon arrival at the emergency room, the patient¿s bg meter reading was 120 mg/dl, and the sensor had been removed. While in the emergency room, the patient underwent an EKG, MRI, and urine testing and received intravenous fluids. The patient was discharged after approximately seven hours and prescribed ondansetron, acetaminophen, and loperamide for home use. Following discharge, the patient obtained access to a glucometer. The most recent reported bg meter reading was 163 mg/dl. At the time of the report, the patient was stated to be feeling better. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on 04/29/2026. Data was received and evaluated. The sensor code was not entered and app requires to enter calibration twice after 2-hour warmup. The allegation and a probable cause could not be determined. No additional patient or event information is available.